Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, the pulse generator exhibited back up vvi mode. After a device download the device resumed normal function. The device remains implanted.